Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her insulin pump malfunctioned. Customer stated that it delivered a bigger amount of insulin than usual. Unable to perform any troubleshooting at the time of the called. Nothing further was reported.